Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion with no tortuosity and moderate calcification in the posterior descending artery. During use a 2.5x8 mm trek rx balloon dilatation catheter was inflated to 8 atmospheres and the balloon ruptured. No resistance was noted during advancement or withdrawal. There was no resistance noted during removal of the stylet or protective sheath. The device was soaked and prepped prior to use (no issue during prep). There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.